Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced a connection issue with a duo-vent solution set and interlink extension set. It was further specified that the injection ports no longer stick out as far as they used to, resulting in not being able to piggy back or connect lines via the injection ports. The customer used locking blunt cannulas to merge the two sets in the past. However, they are not able to use the locking cannulas now, due to the new change in the sets. There was no patient involvement. No additional information is available.